Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that surgeon was using the drill guide during a pelvic fracture case, and one of the ends broke right at the weld with next to no force being placed on it.